Event description:
It was additionally reported that the patient had chronic low flow alarms despite the low flow software adjustment that was performed for known pump malposition. The patient was transplanted on (B)(6) 2024. Evaluation of the pump was requested, and the patient would like the pump returned. The patient was not elevated on the transplant list due to low flows and the patient was asymptomatic at the time of the low flows.

Manufacturer narrative:
D1: brand name: corrected. D4: catalog number and UDI: corrected. Manufacturer's investigation conclusion: the reported pump malpositioning was confirmed through the evaluation of the submitted image. Additionally, the evaluation findings of the returned heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6) were consistent with the reported pump malpositioning. The reported low flow alarms were confirmed through the evaluation of the submitted log files. According to the account, the low flow alarms were likely related to the pump positioning. (B)(6) was returned fixed and assembled with the pump cable severed approximately 5¿ from the pump header. The distal portion of the pump cable and the modular cable were not returned. Approximately 4¿ of the outflow graft was returned attached to the pump cover outlet port. The bend relief was not returned. The apical cuff was returned secured with the cuff lock fully engaged. Examination of the textured, blood-contacting surface of the inflow cannula revealed a thin biological lining around the proximal end of the inflow cannula. This lining appeared to favor half of the inflow cannula. Additionally, small islands of tissue growth were found along the same wall of the inflow cannula as the thin biological lining. This tissue growth favoring one side of the inflow cannula appeared consistent with the reported inflow conduit alignment issue that was confirmed through the evaluation of the submitted image. Upon disassembly of the returned pump, visual inspection of the remaining blood contacting surfaces did not reveal any adhered depositions or thrombus formations that would have contributed to a functional issue. The submitted and retrieved log files confirmed the reported low flow alarms. No other notable events or alarms were observed, and the pump appeared to function as intended at the set speed. (B)(6) was cleaned, reassembled, and operated on a mock circulatory loop. The device functioned as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, addresses pump parameters, including pump flow and pulsatility index. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Following software upgrades, the hm3 lvas pocket guides to alarms for patients (document #(B)(4), rev. A) and clinicians (document #(B)(4), rev. A) explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 lpm. In reference to pi, the IFU states that pi calculation represents cardiac pulsatility and pi values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e. The pump is providing less support to the left ventricle). Section 5 of the IFU, ¿surgical procedures¿, provides instructions on how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. The steps to adjust the orientation of the pump are also outlined in this section. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on system alarm conditions as well as the appropriate actions associated with each condition. A section on ¿handling emergencies¿ is also provided in the patient handbook. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported pump malpositioning was confirmed through the evaluation of the submitted image. Additionally, the reported low flow alarms were confirmed through the evaluation of the submitted log files. According to the account, the low flow alarms were likely related to the pump positioning. The controller event log file contained events from 08feb2024. Several, transient low flow alarms were captured which were associated with elevated pulsatility index (pi) values. No other notable events or alarms were observed, and the pump appeared to function as intended at the set speed. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), and the heartmate 3 patient handbook, are currently available. Section 1 of the IFU, ¿introduction¿, addresses pump parameters, including pump flow and pulsatility index. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Following software upgrades, the hm3 lvas pocket guides to alarms for patients and clinicians explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 lpm. In reference to pi, the IFU states that pi calculation represents cardiac pulsatility and pi values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e. The pump is providing less support to the left ventricle). Section 5 of the IFU, ¿surgical procedures¿, provides instructions on how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. The steps to adjust the orientation of the pump are also outlined in this section. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on system alarm conditions as well as the appropriate actions associated with each condition. A section on ¿handling emergencies¿ is also provided in the patient handbook. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient experienced consistent low flow alarms and the alarms did not resolve despite intervention efforts. It was thought that the alarms were related to the pump malposition. The patient was asymptomatic, but the chronic alarms affected their quality of life. On 09feb2024, the low flow threshold was adjusted to 2.0 lpm. The alarms resolved.